Event description:
It was reported that the patient indicated that she started having seizures after the device was implanted. It was noted that the patient stated she only has the seizures when the device is on. The patient was also being treated for lupus. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03e5d, implanted: (B)(6) 2012. Product type: lead. (B)(4).